Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the displacement test due to cracked lcd glass. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the display is cracked. Customer's blood glucose was unknown at the time of incident. No further details given.